Event description:
The complaint reported that the automated impella controller (aic) had no audible alert during red/yellow alarms. The aic was noted to have made an audible beep when it was initially turned on. There was no reported patient harm.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.